Event description:
Boston scientific received info that this pacer and right ventricular lead system exhibited high pacing threshold measurement along with 200 ohms increase in impedance measurement over 12 months. Fluoroscopy was performed and found no anomaly. The pacer was explanted due to normal battery depletion while this rv lead was surgically abandoned and no longer in service. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.